Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber tip break was not confirmed as analysis did not identify fiber tip break. However, analysis identified a glue failure as the glass cap was able to rotate independently of the metal cap. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the glue failure. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Per initial reported event, the procedure was completed without patient harm. The information reasonably suggest that the identified glue failure is unlikely to cause patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber rotated independently of the metal cap, indicative of glue failure. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and were secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the as reported fiber tip break was not identified during physical analysis. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke after 196,064 joules and 30:29 minutes of use. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke . The procedure completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke after 196,064 joules and 30:29 minutes of use. The procedure was completed with a second fiber without patient complications.